Manufacturer narrative:
Pump was received with totally destroyed pump.

Event description:
Customer's wife was reported via phone call that the insulin pump had damaged. Customer blood glucose level was 75 mg/dl at the time of incident. Troubleshooting determined that, the insulin pump should be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product will be returned for analysis.